Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (rep): information was received from the manufacturer¿s representative (rep) who reported they met with the pa tent to program their primary cell device with a cardioversion group, but they were unable to access their device. The rep tried restarting the tablet, changing the batteries on the connector, endless repositioning, removing overlying clothing, and ensuring the connector was appropriately updated (which it was). The rep was able to connect to the neurostimulator using the patient programmer (pp) and the other device they had implanted on the other side of the body with the rep¿s system. It was confirmed the rep was able to connect with the primary cell device previously with no problem. The rep mentioned the healthcare provider (hcp) who worked with the patient was very good at programming and didn't believe it was user error. There were no issues with the patient¿s therapy reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated that at a follow-up meeting on 6 april the hcp interrogated the patient¿s percept pc ins using the a610 clinician therapy application and was unable to establish communication. A reset of the patient¿s ins was then performed using the tel-m ins reset tool. Afterwards the a610 and a620 were able to establish telemetry with the patient¿s percept pc ins, and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was able to connect with their programmer at their previous visit when this was originally reported. The patient was scheduled to come back to the office on april 6th and was going to bring their programmer with.